Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead dislodged. No electrical issues were noted. The patient had heart failure but was not symptomatic due to the dislodgement. The lead was capped and replaced on (B)(6) 2018. The patient was stable post procedure.